Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the prostyle suture did not capture the vessel and came out with the knot. The sutures of a new prostyle device were successfully pre-placed. The sheath was upsized to a 16f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures and a non-abbott device. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.